Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and heavy periods. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder or urinary problems or changes"), rash ("rashes or skin conditions") and uterovaginal prolapse ("organs prolapsed (uterovaginal prolapse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, urinary incontinence, rash, weight increased and uterovaginal prolapse outcome was unknown. The reporter considered dyspareunia, rash, urinary incontinence, uterovaginal prolapse and weight increased to be related to essure. The reporter commented: in pfs it was reported that patient have organs prolapsed (uterovaginal prolape) current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. X-ray - on an unknown date: essure confirmation test (x-ray) showed positive results. 100% good.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure (batch no. A61941) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and heavy periods. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), urinary incontinence ("bladder or urinary problems or changes"), rash ("rashes or skin conditions") and uterovaginal prolapse ("organs prolapsed (uterovaginal prolapse)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia, urinary incontinence, rash, weight increased and uterovaginal prolapse outcome was unknown. The reporter considered dyspareunia, rash, urinary incontinence, uterovaginal prolapse and weight increased to be related to essure. The reporter commented: in pfs it was reported that patient have organs prolapsed (uterovaginal prolape) current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. X-ray - on an unknown date: essure confirmation test (x-ray) showed positive results. 100% good. Most recent follow-up information incorporated above includes: on 10-apr-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- bladder or urinary problems or changes (bladder incontinence), rashes or skin conditions, weight gain and organs prolapsed (uterovaginal prolapse). Reporter information, aka name, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('dyspareunia (painful sexual intercourse)') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dyspareunia outcome was unknown. The reporter considered dyspareunia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case became incident. Event injury to herself replaced by new event dyspareunia, patient dob added, reporter information, product indication, insertion and removal dates updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.